Event description:
It was reported that the there was a disconnection between the transfer set and a titanium adapter during patient use. There was nothing unusual observed when the connection was made. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for further investigation. A visual inspection was performed via microscope with no issues noted that are related to the reported problem. Functional tests were performed on the device for leak testing, clear passage testing, clamp function testing and integrity of seal surface testing with no issues noted. A short simulated therapy was successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.